Event description:
Hemodialysis pt was found to have a ruptured graft. Surgical procedure was performed to revive and resect the graft. A portion of the graft was removed and thrombectomy performed. Multiple causes for graft damage exist in the dialysis setting including: cannulation technique, age and care of graft, taping procedures during treatment, and post treatment care of the cannulation site. Even though info from the user facility and medisystems'clinical consultant indicates that the needles were not a direct cause of this event, eval of retained samples will be performed.